Event description:
I am submitting this complaint to report a suspected counterfeit or improperly handled injectable cosmetic product administered to me in (B)(6). I received botox injections and dermal fillers at a cosmetic aesthetics business. Following the procedures, I experienced facial swelling and drooping and swelling of my eyelids. Additionally, the botox produced no visible clinical effect, raising concerns regarding possible dilution, improper storage, counterfeit product, or unauthorized sourcing. During the visit, I personally observed dermal filler being stored in a large container and drawn into syringes. I was not shown original packaging, lot numbers, expiration dates, or proof of FDA approval. The provider refused to show professional licensing credentials when requested. I am concerned that: the product may not have been approved by the FDA. The product may have been diluted or mishandled. The product may have been sourced improperly. Proper sterile protocol may not have been followed. Given the physical reaction and suspicious handling of injectable products, I respectfully request an investigation into possible violations of federal drug and medical device regulations. Business name: beautylift aesthetic instagram handle: beautylift_aesthetic address: (B)(6). Phone: (B)(6) between (B)(6) 2025, I received botox, dermal fillers, and laser eyebrow tattoo removal at this location. Despite repeated requests, the business refused to provide the name, license number, or credentials of the injector or supervising physician. The botox and fillers produced no clinical effect, raising serious concerns about product authenticity, dilution, improper storage, or improper administration. Additionally, laser eyebrow tattoo removal was performed without disclosure of operator certification or medical supervision. Pricing was repeatedly changed, appointments were canceled under false pretenses, and I was blocked from communication after requesting licensing information. I am prepared to provide screenshots, messages, appointment confirmations, and before/ after photographs upon request. Name: nevgül laverie phone: (B)(6) location: (B)(6). Cosmetic reasons. Cosmetic reasons.